Event description:
It was reported that the patient experienced leg weakness immediately post -op. A revision surgery was done on the same day and the plate was intact and the surgeon removed the screws with the same screwdriver without any issues. The surgeon does not believe that the leg weakness was a result of the mystique implants.